Manufacturer narrative:
Client had transferred out of chair into car and when son was lifting chair into car the chair fell apart. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).

Event description:
Client had transferred out of chair into car and when son was lifting chair into car the chair fell apart. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).